Event description:
Ous MDR - after an implantation period of about 60 months, oversensing with inappropriate therapy was reported. The lead was capped and not returned to biotronik. Part from the shocks, no adverse patient side effects have been reported. The lead was capped.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available iegms confirmed the presence of artefacts in the rv channel, which led to the detection of vf episodes. In this available section no shocks were delivered. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.